Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient's hearing performance with the device has deteriorated.

Manufacturer narrative:
Device investigation did not reveal any device defect which is expected to have been present whilst implanted. Based on the received information the gpi increased which was due to the reported bone growth over the implant and reference electrode. In addition a post-op x-ray revealed that the electrode array was kinked in the cochlea, which most likely contributed to the reduced benefit. This is a final report.

Event description:
Hearing performance with the device deteriorated.